Event description:
During a laparoscopic sleeve gastrectomy procedure, a covidien lp endo stitch endoscopic suturing unit did not deploy as intended. Surgeon trimmed off extra reinforcement, and used another suturing cartridge to finish the surgical procedure. The malfunctioning of the device did not cause any injury to the patient.